Event description:
Manufacturer reference number:1627487-2024-07500. Manufacturer reference number:3006705815-2024-01965. It was reported that the patient did not charge their ipg as recommended and the ipg became unable to communicate with external devices. It was also reported that the patient's leads were impressed and migrated. As a result, surgical intervention was undertaken on (B)(6) 2024 where the patient's ipg and leads were replaced to address the issue. Reportedly, effective therapy restored post op.

Manufacturer narrative:
The date of event is estimated.

Manufacturer narrative:
The results of the investigation are inconclusive based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.